Event description:
It was reported that the patient was sleeping while charging the stimulator yesterday. The stimulator can be charged around 70%, but the battery light on the recharger was blinking up and down. A reset did not resolve the problem. A second reset was performed but the battery light was still blinking up and down and the stimulator could not be recharged. The device was returned for analysis. The issue was not resolved at the time of this report. Additional information was received reporting the event resolved.

Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: analysis of the wireless recharger had shown that it was confirmed to be unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.